Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice (hc) machine during drain 1/4 of their automated peritoneal dialysis (apd) therapy. Reportedly, hp's transfer set became disconnected from the patient line of the hc set during therapy. When hp noted this, pt closed their transfer set, reconnected to the setup, and contacted tsc. Tsc assisted hp in ending their apd therapy early. Hp setup with new supplies to complete therapy. Investigation reveals that no patient injury or medical intervention was associated with this incident.